Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the power supply did not work properly during surgery causing a delay of 45 minutes. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failures identified in the investigation is consistent with the complaint record. Probable root cause/s can be attributed to a power supply failure possibly due to a bad component inside the power brick. The reported failure mode will be monitored for future reoccurrence. Mfg date: 03/01/2015. (B)(4).

Event description:
It was reported that the power supply did not work properly during surgery causing a delay of 45 minutes. The procedure was completed successfully.